Event description:
A customer contacted haemonetics on (B)(4) 2012 to report an orthopat device that was being returned for utilization. No pt/operator injury reported. On eval of the device on (B)(4) 2013, it was noted that there was fluid ingress into the device. The complaint was then elevated to a higher level review.

Manufacturer narrative:
The device was returned and evaluated. The eval was raised to a higher level review for fluid ingress. Electrical components damaged due to ingress were power supply top cover, distribution pcb, ac harness, ac filter, and centrifuge. There was no evidence of smoke, fire, electrical arcing, or burning smell noted. The device was repaired and upgraded. (B)(4).